Event description:
It was reported that the catheter had a hole next to the cuff.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reua0743 showed no other similar product complaint(s) from this lot number.